Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. The first triclip delivery system (tcds-xtw) was inserted into the triclip steerable guide catheter (tsgc). There was resistance advancing the tcds within the last centimeters of the tsgc to straddle the devices. The cds was able to pass and the xtw was placed mid a/s (anterior and septal leaflets). It was noted that there was resistance while turning the arm positioner in the close position in an attempt to close the clip. Upon pre-deployment clip assessment, the clip remained at the same angle (20-30 degrees) during first establish final arm angle (efaa). After lock line removal, deployment efaa was attempted and the clip remained at the same angle (20-30 degrees). However, after the last deployment step, the clip did not detach from the tcds. After several attempts of optimizing the tcds trajectory and troubleshooting, the clip detached and was deployed at 20-30 degrees. Some time had passed after deployment, and the clip smoothly opened to approximately 45-60 degrees. The leaflets remained fully inserted. A second triclip (xtw) was implanted at central p/s (posterior and septal leaflet). There was no clip to clip interaction, but once the second clip was placed, the morphology of the tricuspid valve changed. The arm of the first clip, with the anterior leaflet inserted, rotated away from the posterior leaflet, creating a jet between the leaflets. This resulted in rotation of the first clip. No further clips were placed. Finally tr was reduced from 5 to 3, and considered suboptimal. The patient was stable and moved to recovery. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided fluoroscopic image was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported clip migration appears to be related to procedural conditions. Causes for the reported difficult tcds advancement, difficult clip deployment, arm positioner resistance, and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided fluoroscopic imaged was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, ¿one (1) fluoroscopic still image was provided. Two deployed clips and the tip of the tsgc are visible indicating the image was taken post deployment of the second clip (no reported issue). Based on the position of the tsgc tip relative to the clips, the top / right clip in the image is the first clip (reported device) implanted on the a-s leaflets. The clip arm angle appears to be ~30° - 35°. While this is an estimation based on visual assessment with the naked eye and it not confirmed, the post deployment clip arm angle of the reported device does not present with a significant arm angle of 45° - 60° as stated in the incident details. It was reported that "the clip detached and was deployed at 20-30 degrees. Some time had passed after deployment, and the clip smoothly opened to approximately 45-60 degrees." The state of the clip in the image is more consistent with the reported deployment arm angle of 20° - 30°. Furthermore, it was reported that after the second clip was deployed on s-p "the morphology of the tricuspid valve changed. The arm of the first clip with the anterior leaflet inserted rotated away from posterior leaflet, creating a jet between the leaflets. This resulted in rotation of the first clip." Rotation of the clip relative to the fluoroscopic perspective can impact the perceived clip arm angle by the user. It is likely that the clip arm angle of the first clip (reported device) became more visible after it rotated when the second clip was deployed (as seen in the image provided) and was perceived / interpreted to be a cowl. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. The reported post deployment cowl and migration (clip movement) are not confirmed based on the image provided. Lastly, the reported difficult advancement, physical resistance of the arm positioner, and difficult / delayed deployment are not captured in the fluoro image provided and cannot be assessed. There are no other observations based on the image provided.¿